Event description:
Additional information received reported that therapy was great following the reprogramming.

Event description:
It was reported that the patient experienced a loss of therapeutic effect following a urinary tract infection that occurred at the (B)(6). The patient met with her hcp on (B)(6) and was told to try programs 1 and 2. The patient also met with a manufacturer representative on (B)(6). Following these appointments, the patient stated that the problem had been corrected, but noted that while she did not have any current concerns she was still learning and evaluating the system.

Manufacturer narrative:
(B)(4). Lead model 3093-28 lot# v806858 implanted: 2012-(B)(6) explanted: na.

Manufacturer narrative:
(B)(4).